Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument tip was not opening and closing properly. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the issue occurred, it was unknown if the surgical staff had any issues while removing the instrument through the cannula. In addition, the customer indicated that no thermal damage and no arcing were observed during the last use. There was no patient injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0325¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. An additional observation related to the reported complaint found the instrument with a scratched grip tips. Both side of the grip tips had several scratches. Further observations not reported and found not to be related to the reported complaint states that the instrument had localized melting near the grip base. The instrument was also found with damage to the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical testing. Components adjacent to the damaged wire insulation did show damage. The yaw pulley was thermally damaged. The complaint was confirmed by failure analysis.